Event description:
It is reported that the retractor fractured during use.

Manufacturer narrative:
(B) (4): eval summary: breakage might have been caused due to application of high bending forces during its use, cause cannot be definitively determined. As returned, the retractor is fractured. Device history records indicate all components were mfg and inspected to spec. The device has a potential field age of approx 4 months. Scanning electron microscopy (sem) analysis and energy dispersive spectroscopy (eds) analysis was performed. No mfg abnormalities could be detected by either method.